Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that during the kit inspection directly prior to the surgery, the battery was leaking. There was no report of user or patient harm. An alternate device was available for use and there was not surgical delay.

Manufacturer narrative:
A device history records (DHR) review was performed for part number 00-5150-475-01, lot 63108921. This device was manufactured and placed into inventory on (B)(6) 2015. There were no related non-conformances, request for deviations (rfds) or other issues with this production lot. (B)(6) ¿aa¿ batteries part number (B)(4) from lot number 80685650 were used in the assembly of the referenced pulsavacs. These batteries were certified by the supplier and placed into zimmer surgical inventory on (B)(6) 2015. The shelf life for this lot is through (B)(6)2025. No relevant non-conformances were discovered for batteries from this lot in incoming inspection or from the assembly/test area. One 005150475-01 pulsavac plus was returned on (B)(6) 2016. It was returned in zip lock plastic bag. The device did not appear to have been modified, repaired or damaged. Visual inspection found no defects or anomalies. A photo was placed in the complaint folder. The pulsavac trigger was manipulated several times and the device did not function in either speed mode. The battery pack cover was removed and discovered that four batteries had split open and had leaked the battery content inside the battery pack. The four batteries that were not split open showed no or low charge when tested with a multi-meter. There were no anode expulsion. Heavy galvanic reaction on the electrical contacts was noted. The corrosion to the battery terminals did not allow functional testing of the hand piece with new batteries. The customers reported event was that during the kit inspection (direct prior to the surgery), the electrolyte of the battery had been leak. Incoming inspection and functional testing confirmed this event. The review of the device history record (DHR) and incoming records for the batteries noted no relevant non-conformances, rfds, change notices or issues with the production of these devices. The review of the manufacturing, testing and inspection processes noted no systemic issues. In addition, each device is operationally tested multiple times in production before packaging. The most likely cause of the reported event for this device is probably due to the corrosion and the charge depletion on the four batteries. The most probable cause for the corrosion would be due to a galvanic reaction between dissimilar metals of the battery anode and the battery pack terminal contact. The corrosion build up could cause an open in the circuit. This galvanic reaction can be caused by environmental conditions. Batteries exposed to heat can cause gas to build up in the batteries that can eventually cause the battery to split open. Recommended actions: no recommended actions at this time; severity and frequency do not warrant further actions.